Event description:
Medtronic received a report that the distal end of a pipeline flex stent failed to open. After hydration and advancement of the stent, undressing (deployment) began in the straight path of m1 and proceed to the internal carotid artery (ica) where it was observed that the middle third opened, however, the distal portion remained closed. The stent was recaptured and it was found that the phenom 27 couldn't pass the guidewire, remaining on the ptfe wings. It was deployed (stripped) again, however, the distal portion of the stent still did not open. The stent was resheathed and removed with the catheter, and was replaced with a shunt. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left ophthalmic aneurysm with a max diameter of 10 mm and a 5 mm neck diameter. The landing zone arterial diameter was 4.0 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as "aspirin - clopidogrel". The angiographic result post procedure showed no angiographic lesions. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, and more than 50% of the stent had been deployed when it failed to open. The stent was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. Ancillary devices included a phenom 27 microcatheter (model: fg15150-0615-1s lot: 231194986).

Manufacturer narrative:
Continuation of d10: pipeline embol device 4.50mm x 16mm model number: ped2-450-16 lot number: d048217 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield device and phenom 27 catheter were returned for analysis. The pipeline flex shield device was returned stuck inside the phenom 27 catheter, within a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. No bends or kinks were found on the pusher wire. The braid¿s distal end was open and frayed with dried blood, while the proximal end was open and frayed. The phenom 27 catheter tip was examined and found to be undamaged. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the pipeline flex shield device was removed from the phenom 27 catheter lumen without issues. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed. The returned pipeline flex shield braid distal end was open and frayed with dried blood, while the proximal end was open and frayed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was minimal and the pipeline was not positioned in a bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged by over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer¿s ¿resistance during retrieval¿ report could not be confirmed because the returned pipeline flex shield device was sheathed within the phenom 27 catheter. However, the cause of the retrieval resistance could not be determined. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. Update to h6: fdd a0509 was updated to a0510. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no friction or difficulty during delivery or positioning. It was clarified that the pipeline had been recaptured and upon reaching the ptfe wings, it became stuck. The delivery system did not become stuck during retraction. The lumen was not stuck in the distal protective sleeves. Resistance was only felt during recapture at the ptfe wings, but there was no friction during delivery. The catheter was flushed according to the instructions for use during the procedure. The cause of the failure to open and issue with the ptfe wings was not determined.